Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that an anomalous alert indicating that the left ventricular output was programmed to a safety margin of less than 1.0 volts, but it was confirmed that there was no substantiating evidence to prove it was a valid alert. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of an anomalous programmer alert was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.